Event description:
It was reported that a (B)(6) female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. At the time of septal puncture, the sheath of the needle contacted the posterior wall of the left atrium, resulting in perforation. The issue was confirmed about one hour after septal puncture, and the procedure was discontinued. Atrial septal puncture was performed using a radiofrequency (rf) needle. Ablation was performed before tamponade was identified. The event was not confirmed immediately after the septal puncture. Steam pop was not confirmed. High volume irrigation setting: pre 0sec, post 1sec. The physician¿s opinion on the cause of this adverse event was that it was patient condition related amd not related to the biosense webster inc. (Bwi) product. The physician commented that at the time of transseptal puncture, the sheath of the puncture needle turned towards the posterior wall of the left atrium and the cardiac wall was damaged with the sheath of the puncture needle by the patient's breathing movement. Bwi product was not involved in the event. The intervention provided was cardiac drainage and transfusion were performed. The patient outcome of the adverse event improved. The physician did not comment on whether the patient required extended hospitalization. The servicing for this equipment was not needed. No error messages observed on biosense webster equipment during the procedure. The physician said cardiac perforation occurred at the time of septal puncture, but a bw catheter was not inserted into the cardiac cavity at that time. The generator used in the case was a smartablate. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. For force visualization, cf tool bar and graph were used. Visitag module parameters for stability was range 3mm, time 3s, fot 3s 25%, tag size 2mm. No additional filter was used with the visitag and index 300-400 was used for coloring option. This will conservatively be reportable because ablation was performed before the cardiac tamponade was noted.

Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30728728l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).